Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she woke up with high blood glucose of 431 mg/dl. She changed the set multiple times and only went to 429 mg/dl so she treated with manual injection. The customer also reported that the insulin pump had a protruded drive support cap. Blood glucose at the time of the call was 317 mg/dl. The customer did not recall how the damage occurred. The insulin pump was replaced and returned for analysis.